Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The exhalation flow sensor was defective. Follow up attempts were made to obtain device evaluation / repair and or patient information from the customer; no response received. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported extended self-test (est) failed with flow error codes (3126 and 3125) . There was no patient involvement.